Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) couldn¿t cross the vessel. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the syringe was connected to the device with stopcock open as received. The sealant, advancer tube and procedure sheath were not returned with the device. The sealant sleeve was observed dislocated near the green shuttle hub, which indicated that the shuttle may have been inserted into an existing procedure sheath. The condition of returned device does not match the complaint description. However, it is unknown if the device was manipulated post the procedure. It was noted that the atraumatic wire distal tip of the returned device was slightly bent/damaged. Without the return of the procedure sheath, a physical evaluation to determine whether there was damage to the procedure sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic distal tip was bent/damaged, the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1712201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since it was received with signs of insertion into the sheath/deployment and there were no anomalies noted during functional analysis. Since the condition of the returned device did not match the reported event, the root cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information provided and the product analysis, it is not possible to determine what factors may have contributed to inability to advance in sheath since the device was received with the sealant was fully deployed. However, if the user originally had difficulty inserting the device into the sheath, access site vessel characteristics (although not provided) and/or the condition of the sheath (although not returned) may have contributed to the issue experienced. A tortuous access vessel may cause difficulty for the catheter tip to make the "turn" into the vessel/sheath. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f-7f mynxgrip vascular closure device (vcd) couldn¿t cross the vessel. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿catheter inability to advance in sheath¿ could not be confirmed as the device and sheath were not returned for analysis. The exact cause of the inability to advance in the sheath could not be determined. Based on the limited information available for review, access site vessel characteristics (although not provided) and/or the condition of the procedural sheath likely contributed to the resistance felt during device insertion. A tortuous vessel may cause difficulty for the catheter tip to make the "turn" into the vessel. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) couldn¿t cross the vessel. There was no reported patient injury.